Event description:
It was reported that, during a pulse generator replacement procedure for normal battery depletion, the low energy shock impedance was 160 ohms. This is high but within normal limits. The doctor placed the new pulse generator in a different location than the explanted one but still got a high impedance. The doctor elected to replace the electrode with a new one. Now the shock impedance was down to 90 ohms. There were no additional adverse patient effects.